Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse stated that the autofill codes in the error log indicated an issue with the extension tubing and/or catheter. The unit passed functional and safety tests according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that occurred during training, the cardiosave intra-aortic balloon pump (iabp) had an autofill alarm. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.